Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient was having poor communication. The patient reported that they couldn't get the patient programmer (pp) or the ins recharger (insr) to connect to the ins. The patient saw an unknown error code and thought that they saw a call doctor icon on the insr. The patient also reported that they hadn¿t felt stimulation for a month. The patient didn¿t have their insr with them and called back later with the insr to troubleshoot. The patient was a reposition antenna screen on the insr. The patient also reported that the pp wasn¿t powering on. The patient replaced the pp batteries and was able to power it on. The patient saw a poor communication screen on the pp. The patient reported that they felt that the ¿cables disconnected.¿ the patient noted that they could feel the cable under their skin and that it looked like it wasn¿t connected. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient.it was reported that patient called regarding device not charging. No patient symptoms or co implications were reported in this event.